Event description:
During the vt ablation procedure, an error message was noted that stated "no contact force measurement available". The tacticath se was replaced, which resolved the issue. There were no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.